Event description:
Assistant called because a pt emailed them this morning and they called her immediately. She said that the pt was vomiting and had diarrhea last night and she is nauseated, swollen and sore throat, eyes are blood shot and face is flushed this morning. She thinks she had an allergic reaction to the gd they used on her. She said they had used on her once before in (B)(6) 2013 and the pt did not have any problems. The hygienist applied it on her at her cleaning appointment yesterday. She used the cavitron, did not use prophy past or fluoride. She said that she applied it to #19, 20, 21, 28, 29 an 30 facial cervicals, she said that she did all of the teeth at once, she did not rinse it off. Discussed usage and recommended the rubber dam and rinsing. Discussed how gd causes the desensitizing. They did not recommend medications to the pt and they did not ask if she had taken any. They recommended she see her physician. She asked if someone can be allergic to gd. Discussed warning on labeling. On (B)(6) 2013, assistant reported that the pt has fully recovered. MFR ref # 9610902-2013-00085.